Event description:
It was reported that the patient underwent spinal surgery (c4 to c7). Sometime post-op, a screw backed out at an unspecified level. It is unknown if the screw was discovered at a scheduled follow up or if the patient had symptoms. Reportedly, the plate and locking mechanism were in good condition. The patient underwent revision surgery. The screw was replaced. No additional patient complications were reported.

Manufacturer narrative:
The explanted screw was discarded at the hospital. Imaging films were not provided to the manufacturer. With the available information, a cause or contributing factor cannot be determined.